Event description:
It was reported that a pt underwent a thermal endometrial ablation procedure during 2007. After the procedure, the pt has experienced abdominal cramping in the right lower side and severe, incapacitating pelvic pain every month related to menses. The pt was hospitalized during 2008 with admitting diagnosis to rule out stomach virus. The pt was given morphine. An ultrasound and an MRI were done and fluid was noted leaking from the ovaries. A laparoscopic examination was done and the results were negative. The surgeon suggested the pt have a hysterectomy with removal of the uterus and cervix. The pt was prescribed tylenol three and ibuprofen. The pt obtained a second opinion from a gynecologist on the following month, who found that the uterus was tender and prescribed an antibiotic for seven days.

Manufacturer narrative:
Conclusion - no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.